Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.0; repeat inr = 6.6. Repeat testing occurred within five minutes using a different finger stick. Pt self tester was on antibiotics and using a diabetic lancet. No therapeutic range provided.

Manufacturer narrative:
Investigation pending.